Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during a bolus. The customer's blood glucose (bg) level was impacted (300 mg/dl). The customer was able to clear the alarm and deliver the remainder of the bolus. Troubleshooting could not be performed at the time of the call as the customer had already changed out all supplies.